Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was running hot. It was not reported that the malfunction occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported that there was patient or user injury. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.